Manufacturer narrative:
Device evaluation: the device was visual inspected and longitudinal burst was found on the balloon .

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician was attempting to use a reef hp to dilate a stenosis lesion in av-shunt. It was reported that the balloon burst at a bar of 22 just after physician finished dilating the lesion. The lesion was not reported to be calcified. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.